Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: 3x sudden failure during ventilation. Alarm: ventilation stopped + audible alarm . No warning, patient was not ventilated.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event when the ventilator was used. The technical failures tf 431001 [blower fault] and tf 485001 [ambient mode observation failed] were triggered. No report for for patient, user or third party harm. The most likely root cause was identified as a defective mainboard msp160382. Please note, that the end of service life after eight (8) years had been reached already more than half a year prior to the reported date of event. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. There was no correction performed, the hospital decided reportedly not to repair the device. The device had exceeded its service life of eight (8) years and was taken out of service by the hospital. As there was only one (1) similar event for a hamilton-c2 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase, a CAPA will be considered.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: 3x sudden failure during ventilation. Alarm: ventilation stopped + audible alarm . No warning, patient was not ventilated.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: 3x sudden failure during ventilation. Alarm: ventilation stopped + audible alarm. No warning, patient was not ventilated.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event when the ventilator was used. The technical failures tf 431001 [blower fault] and tf 485001 [ambient mode observation failed] were triggered. No report for patient, user or third-party harm. The most likely root cause was identified as a defective mainboard msp160382. Please note, that the end of service life after eight (8) years had been reached already more than half a year prior to the reported date of event. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. There was no correction performed; the hospital decided reportedly not to repair the device. The device had exceeded its service life of eight (8) years and was taken out of service by the hospital. As there was only one (1) similar event for a hamilton-c2 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase, a CAPA will be considered. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.